Manufacturer narrative:
Failure analysis was unable to the prime during the prime and compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm. The unit was received with a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report the insulin pump alarmed a compromised force sensor error during the manual prime process. The blood glucose reading was 59 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the product would need to be replaced. The device was sent back for failure analysis.